Manufacturer narrative:
Concomitant product(s): d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change after the leads were dissected it was noted that the right ventricular (rv) lead insulation had torn. The rv coil impedance was high and undefined and had been previously been normal. The lead was capped and replaced. No patient complications have been reported as a result of this event.